Event description:
It was reported that the patient sustained a pad burn. The patient was undergoing radiofrequency ablation (rfa) with a rf3000 radiofrequency generator and a leveen 3.5 coaccess needle. Treatment time was 15.5 minutes in length with 4 minutes 50 seconds roll over time. The physician moved the leveen to another part of the unspecified lesion and treated for another 8 minutes. Upon completion of the procedure, a burn to the skin on the left leg from one pad was observed. There were no further patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).